Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: it is unclear as to whether this is a duplicate. No additional units were received. This device was manufactured on june 30th of 2005. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided in the below link as a refresher tool.

Event description:
This is the second of two reports. The pressure pin did not stay when they were placing the skull clamp on the patient and it slipped. They caught it before anything happened. They didn't know when or have any details other than that.